Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) failed initial routine leakage check 2 times.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3,, h4, h6, h11. A getinge field service engineer (fse) perform pim leak check and pneumatic module leak check , all result passed. Also fse shows bme personal and ICU in-charge do pneumatic module leak check. Unit returned to customer.

Event description:
N/a